Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received missing the back address and serial number label, missing the end cap sticker, and with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump during bolus. The buttons are not working. Customer's blood glucose is 307 mg/dl. She stated she is high because she just ate and was trying to bolus for the meal. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.